Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula was used during a procedure performed on (B)(4) 2017. According to the complainant, during unpacking, a foreign object was found sticking to the green guide wire introducer port. The procedure was completed with another tandem rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be unknown.

Manufacturer narrative:
A visual evaluation of the returned device found that the device was returned outside of its original package; a small piece of foreign matter was found at the guide wire port section of the returned device. No other issue was noted. The investigation concluded that it is very difficult to know if the foreign matter was present before or after the unit was originally packaged during the manufacturing process. Therefore taking into consideration all the information available and the condition of the returned product, a definitive root cause could not be identified and the most probable root cause of this event will be documented as ¿undeterminable¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula was used during a procedure performed on (B)(6) 2017. According to the complainant, during unpacking, a foreign object was found sticking to the green guide wire introducer port. The procedure was completed with another tandem rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be unknown.